Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with the customer who informed no further issues were detected. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The root cause is attributed to user releasing the master tool manipulator (mtm) while being in following mode (engaged with the high-resolution stereo viewer (hrsv).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon's left hand would drift when they let go of the master tool manipulator (mtm) while engaged with the high-resolution stereo viewer (hrsv). The technical support engineer (tse) informed the customer that the surgeon should not be letting go of the mtm while engaged with the hrsv. The customer was to inform the surgeon and continue to monitor. The procedure was completed as planned with no reported injury.